Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "she feels lumps".

Event description:
Patient reported right side ¿had breast cancer¿ not device related and ¿feels lumps¿. Patient¿s representative additionally reported ¿post-operative complications including infection¿, ¿removal of implants due to fear[/increased risk of] of alcl¿, ¿mental anguish and fear of alcl¿, ¿chronic inflammation¿, ¿pain¿ not device related, and ¿insomnia¿ not device related. The device has been explanted.